Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant attempt of a leadless implantable pulse generator (ipg), the ipg exhibited consistently high threshold and impedance values. The physician chose to remove the device system and make another attempt with a new system. During the additional attempt with a new system, the device was implanted and tether was cut after the pull and hold test completed. However, the physician found it difficult to remove the tether, and upon further removal, loss of capture was noted. In addition, it was further realized that the ipg had dislodged, and then had lodged into the patient's pulmonary artery. The physician was able to snare the device and remove it from the patient's body. No further patient complications have been reported as a result of this event.